Event description:
Lap chole - "dr. (B)(6) was having issues with the clip applier closing properly on the cystic artery."

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to MFR. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed.